Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient was in the clinic today ((B)(6) 2019) with their new doctor. The reporter was inquiring about next steps as the empty reservoir occurred on (B)(6) 2019. No further complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The hcp had not seen the patient since (B)(6) 2018 and it was further indicated that the patient was told he would need a pump refill by (B)(6) 2019. The patient was now in (B)(6) and their former physician was in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was not reported. The reason for use was non-malignant pain. It was reported that the patient just moved. The pump is out of medicine and the patient is ¿unable to function.¿ they have been having trouble finding a doctor who can manage the pump, and was requesting a list of qualified specialists. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the pump had completely ran out of medication approximately 2.5 weeks ago in (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient was having a hard time finding a healthcare provider. The patient was taking oral meds now, but the oral meds were not effective, and the patient would rather not taken them. The pump was noted as having administered baclofen and dilaudid. The drug concentrations and dose rates of baclofen and dilaudid were unknown.